Event description:
The facility returned the device for service. During service the baxter repair technician reported that the device failed accuracy testing. No reports of any pt incident involving this pump.